Event description:
The customer reported a frozen screen. Troubleshooting was performed, but the issue was not resolved. The customer also stated that there was moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen due to the blank display.